Event description:
An amphirion deep pta balloon catheter was used to treat the right anterior tibial artery during the index procedure. Device was successful. Approximately 12 months post index procedure a revascularization of the target vessel was performed due to the occurrence of a new lesion. An amphirion deep pta balloon catheter was used as treatment. Device was successful; however, a dissection occurred during the treatment.

Manufacturer narrative:
Evaluation results: revascularization due to the occurrence of a new lesion. Evaluation conclusion: other. (B)(4).